Event description:
It was reported that the pump exhibited error code 46510 and a damaged battery compartment latch and lens. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address 1: corrected. H6. Investigation codes: updated. Investigation summary: the customer reported issue was ¿error code 46510, damaged battery compartment latch, damaged lens, software upgrade required¿. The customer reported issue was able to be replicated through pump power up test and visual inspection. The cause of the reported issue was defective pwa (printed wireless assembly) board. The reported issue was resolved by replacing pwa board, battery compartment, lcd lens and software updated. Upon further investigation, found dso (downstream occlusion) seal was delaminated, and uso (upstream occlusion) seal was buckling. Replaced dso seal and uso seal. Performed dso/uso sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.